Event description:
It was reported that the physician's hand held computer was not holding a charge. The hand held, serial (B)(4), and software flashcard have been returned to the manufacturer where product analysis is underway.